Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges " has had multiple lung infections in the last few years and difficulty breathing". There is no allegation of permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges " has had multiple lung infections in the last few years and difficulty breathing". There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed dust/dirt contamination present on all surfaces of the base unit and humidifier base. The device did not return with an sd card. There is an unknown dust contaminate present at the iso port entrance and ui knob is not present. The base unit was found to have unknown dust/dirt/fiber contamination throughout the device internals. Moderate dust contamination was observed on device pca. The blower grommet, blower outlet bellows, blower housing, and air inlet seal appear discolored. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 27 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was an evidence of sound abatement foam degradation and observed dust contaminant and was not able to confirm the complaint or address the symptoms specified. Box b1 was corrected to product problem. Box h1 was changed from serious injury to product problem. Box h6 health effects - impact code was corrected. Box h recall (z) number was wrongly captured in previously report and corrected in this report. Box d product UDI was missed to capture in previously report and updated in this report. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.